Event description:
Customer's mother reported blood glucose results of 57 mg/dl and 173 mg/dl within 10 minutes on the aviva system. Customer had symptoms of hypoglycemia, mother treated with food. No adverse event reported. A request was made for the return of the system, replacement was sent.